Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a patient was implanted with a resolute onyx drug eluting stent. It was reported that the patient was in pain and exhibited bruising at the time of the event at the entry site and also experienced swollen feet. It was reported that a balloon rupture occurred and the patient experienced an embolism and coded during the procedure. It was stated that the patient had high blood pressure and that the patient's hypotension or plaque may have caused the rupture. The ruptured balloon was replaced. It was advised that it is unknown if the balloon that ruptured was a medtronic device.